Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler performed fine without issue but it was noticed that a spring was on the sterile surgical field that could have only come from the stapler. There was no injury.